Event description:
It was reported that the surgeon inserted a +19.0 diopter cc4204bf collamer single piece lens and the foam tip plunger overrode and tore the trailing haptic. The lens inserted and removed with no pt injury. The reporter stated the cause of the haptic tearing was due to the foam tip plunger and the cartridge. Another same type lens was implanted. The pt's current condition is excellent.